Manufacturer narrative:
System, scope and wired controller manufacturing records were reviewed and found no issues associated with this case. Failure analysis performed shows that the failure mode is likely to push the potentiometer into a non-zero position at rest and is therefore likely to cause unintended motion. Although this is not what occurred during the case. Review of the logs indicate that when the joystick broke, the reading was below the dead zone and thus no command to move was issued. When the wired controller was shipped back to noah medical, the joystick position was shifted, resulting in a higher reading than when the failure occurred. No other malfunctions were reported. The complaint is reported due to the following conclusions: during a galaxy-assisted biopsy procedure, the left thumb joystick of controller (B)(6) broke leading to a replacement. There were no injuries reported or treatment administered. This complaint is reported due to the 2-year reportability rule.

Event description:
It was reported that during a galaxy-assisted biopsy of a lesion located in the right upper lobe, the controller (B)(6) left thumb joystick broke. The user replaced the controller. There were no injuries reported or treatment administered. No other malfunctions were reported. Although there were no injuries reported, the investigation findings indicated the potential for unintended motion.